Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by cts in resetting the pump, which resolved the issue, and they were instructed to call back if the malfunction recurs.